Event description:
Information received indicates the battery has no charge although the battery indicator shows a charge.

Manufacturer narrative:
The technician replaced the battery to repair the bed.